Event description:
The customer reported while running a hepatitis assay using summit sample handler, the collets in positions 1 and 2 did not pick up tips properly and and inaccurate volume of sample was dispensed. No error message was generated. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event.